Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received that patient was doing well and has perfect vision.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nonhealthcare professional reported that vitrectomy probe could not cut and suck during vitrectomy surgery which subsequently caused tear in retinal membrane. Later on, a laser probe was opened and used to repair the retinal tear. The surgery was completed on the same day by replacing the product with another one. The current patient condition was unknown.